Manufacturer narrative:
B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting a message on their handset that said data lost: contact your clinician. Manufacturer representative (rep) said they were unable to connect to the patient's implanted neurostimulators with any other handset. The rep had tried the clinician app on 4 different handsets. The rep said they got the data lost message on the clinician app on the pt's handset and could not bypass the message. The only option was to end session. The rep thought the ins could be depleted and dead because the pt no longer felt therapy. During the call, the representative tried to connect to the ins with the pt's handset with the clinician app, but then put in the password they knew to be correct and got a message that they had to wait 10 minutes to re-enter password. When trying to connect to the ins another handset with the clinician app, the rep got device not responding. Tss discussed issue and rep seemed convinced that ins was depleted. The rep was unwilling to pull logs and did not have time on call to discuss issue further. The patient was redirected to their heal thcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown and the likely cause was dead battery and a battery replacement was scheduled. Issue was resolved. The cause of the data lost was unknown and the mostly likely cause might be related to the fall. It is unknown if this was due to normal battery depletion but they think this could be the cause.